Event description:
Patient experienced an infection near her lead exit site. Patient's lead was removed in the ed and antibiotics were prescribed. The site was lanced, drained, and packed.

Manufacturer narrative:
A review of the device history record was performed and no anomalies were found. The patient experienced an infection at their lead exit site during treatment. The issue began with significant soreness near the lead exit site accompanied by a moderate amount of yellow-tinted drainage on their bandage; this soreness reportedly worsened to the point of causing difficulty with walking within two days of the issue's onset. The patient also had redness, scabbing, and swelling around the exit site in the area where the adhesive portion of the bandage would have been placed. The patient consulted their implanting physician regarding the issue and removal of the lead was advised. Given that the patient was out of town at the time of the issue, they reported to an emergency department (ed) for further assessment of the issue. The patient's lead was removed at the ed and antibiotics were prescribed for treatment of the issue. Blood tests were performed to further characterize the issue; however, results of these tests were not available at the time of this investigation. The patient reported a return of soreness surrounding the former lead exit site four days after leaving the ed and was seen by a pain physician for additional assessment of the area. Significant purulent drainage was noted at the site and with expression. The exit site was lanced, drained, and packed to treat the issue. The patient reported an improvement of pain and soreness as of two days after the incision and drainage procedure. No additional information regarding complete resolution of the issue was available at the time of this investigation. If additional information becomes available, this investigation will be updated. It is not suspected that the sprint product was faulty or had any specific deficiency based on the information available in this report.